Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said that when she arrived home after seeing the healthcare provider (hcp), all of a sudden, she started experiencing shocks in her vagina and down her right leg. Patient reported getting botox and a bladder check with ultrasound wand. Her implant is on her left side. Patient said that she called the manufacturer representative who walked her through on how to turn stimulation off, but patient did not turn the stimulation off. Patient said that she is still experiencing the shocking, said it is pretty constant and every once in a while it will be more intense. During the call, patient confirmed that stimulation is off. Patient was redirected to contact hcp office and manufacturer representative to schedule appointment to check device. Patient's husband, also stated that the battery could be shocking her even when off. No further complications were reported.